Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025504 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1025504, test base part number 190-430 / lot 1025504. The lot met the required release specifications. A review of the complaints reported as false negatives results (confirmed and unconfirmed, conflicting results) related to kit lot 1025504 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please refer to MFR. Report numbers: 1221359-2021-01653, 1221359-2021-01654, 1221359-2021-01655, 1221359-2021-01656 and 1221359-2021-01657.

Event description:
The customer sent a cumulative report of thirteen (13) false negative results with the ID now covid-19 assay generated across eight (8) different testing sites performed on various dates. This MFR. Report addresses lot 1 of 6. The customer reported six (6) false negatives with the ID now covid-19 assay. The nasal samples were collected on: (B)(6) 2021. Confirmation testing was performed and generated positive results. Nasal samples in transport media were collected on (B)(6) 2021. Nasopharyngeal samples in transport media were collected on (B)(6) 2021. Corelab platform was used to test all samples with exception of the sample collected on (B)(6) 2021 for which diasorin platform was used. Per the customer, no further information will be provided.